Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) self-conducted ventricular rhythm accelerated from the vt zone to the vf zone. Then the ICD had four failed shocks. The five shocks successfully converted the rhythm. After the therapy was delivered, the patient lost the conscious and was hospitalized. At this time, the ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code was updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) self-conducted ventricular rhythm accelerated from the vt zone to the vf zone. Then the ICD had four failed shocks. The five shocks successfully converted the rhythm. After the therapy was delivered, the patient lost the conscious and was hospitalized. At this time, the ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) self-conducted ventricular rhythm accelerated from the vt zone to the vf zone. Then the ICD had four failed shocks. The five shocks successfully converted the rhythm. After the therapy was delivered, the patient lost the conscious and was hospitalized. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock was successfully delivered for this ICD. At this time, the ICD remains in service and no additional adverse patient effects were reported.